Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been contaminated and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, as the needle was being advanced down the scope, the tip broke off. It is unknown how this procedure was completed. No patient complications were reported, as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.